Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the iol. No cartridge was returned. Intraocular lens (iol returned taped to the lens case base edge, outside of the well. Solution is dried on the lens. One haptic is broken/torn and is returned. The optic is cracked. The iol met specifications when dimensionally measured for edge thickness and plan view. The product investigation could not identify the root cause for the reported complaint "broken haptic" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. We are unable to verify if the iol contributed to the event. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. The product was subject to handling and the reported damage was highlighted during the implantation while the lens was in the cartridge. Based on the results from the product history record, the products met release criteria. Dings the residual risk remains at an acceptable level. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the cataract surgery with intraocular lens (iol) implant procedure, difficulty was encountered in moving the iol in the delivery system, and haptic rupture was detected. Therefore, it was unsuitable for implantation. Another iol with the same characteristics was used to complete the surgical procedure. The reporter stated that, the defect might have originated during the manufacturing process.